Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation

Event description:
Monarch system was removed from patient on (B)(6) 2015. The monarch system is an old depuy product. Patient was revised due to pain and impingement of implants onto skin. The following implants were removed from the patient: 2x 6mm rods ? Length, 2x pedicle bolts, 2x domed nuts, 2x slotted connectors, 4x typhoon caps, 3x pedicle screws. Surgeon had a lot of difficulty getting out the pedicle bolts as they had been cut down by the previous surgeon, had to cut the rods/connectors to get these out. Was unable to get out the final pedicle screw and the tip of the rs101006 was broken in the bone screw interface. ((B)(4)).